Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced dysgeusia. The recipient's device was repositioned on (B)(6) 2021. The recipient resumed device use.